Event description:
Break in the articulation of the backrest during the operation to raise the chest of the pt lying on an enterprise 8000 bed. The backrest has fallen heavily, veering to the side. The articulation has broken on one side. There were no injuries reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. ((B)(4)) on behalf of the MFR arjohuntleigh medical beds division, (B)(4). Additional info will be provided following the conclusion of the MFR's investigation.